Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device was discarded and will not be returned to the company. Due diligence in attempting to obtain additional information was unsuccessful. A review of the device history record revealed no anomalies. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced electrode migration followed by an infection at the implant site. The recipient's device was explanted. The recipient was implanted with another cochlear implant. The recipient's infection has resolved.